Manufacturer narrative:
Concomitant products: product ID: a2dr01 ipg, implanted: (B)(6) 2017.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to a pocket infection. After the leads were removed, hemostasis was difficult to accomplish with manual compression and the bleeding was pulsatile. At this point, there was significant concern for arteriovenous fistula. Vascular surgery was consulted. A 6 french right femoral arterial access was obtained and vascular surgery was performed. The ipg system was replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.